Event description:
It was reported that a merlin.net transmission showed post-paced t-wave oversensing on the ventricular channel. The patient experienced syncope over the past week. The device was reprogrammed and remains implanted. No further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.